Event description:
This patient was upgraded to a crt-d device. This lead had high shock impedances since implant and some insulation damage possibly. There were no adverse patient events reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis of the lead demonstrated a damaged insulation approx. 33 cm distal to the is-1 connector pin as mentioned in the complaint description. In that section the insulation body and the coating of the conductor cables to the rv shock coil and to the ring-electrode were found damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further inspection showed deformations of the shock coil which occurred most likely during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.